Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent.

Manufacturer narrative:
The triglycerides reagent lot number and expiration date were not provided. The field service engineer (fse) replaced the reagent probes, cells, and the nozzle tip. The field application specialist (fas) identified calibration failures due to additional water most likely after being contaminated with hydrogen peroxide (h2o2). After flushing the entire module, all tests were confirmed as being back within specification. The cause of the additional water and the h2o2 contamination could not be determined. The service actions resolved the issue.

Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for multiple assays on a cobas 6000 c501 module. Examples of discrepant results were provided for 2 patient samples tested for triglycerides. Patient 1 initial result was 3.52 g/l. The repeat result was 0.96 g/l. Patient 2 initial result was 3.35 g/l. The repeat result was 1.12 g/l. No questionable results were reported outside of the laboratory.